Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was 713 mg/dL with ketones. The customer went to the Emergency Room and was subsequently hospitalized in the Intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by Tandem Technical Support to obtain the release date; however, no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.